Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: adhesive on a rubber is detached due to degradation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound bronchofibervideos, which is an olympus asset with no reported complaint. During the evaluation of the device, detached rubber adhesive was observed. The service repair technician indicated that the most likely cause of the detached rubber adhesive was due to stress problem. There was no patient involvement.